Event description:
It was reported, the camera head had poor image quality and the video image became choppy. The issue occurred during pre preparation for use on a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the failure of the main unit's image sensor prevented normal communication, which was likely to have caused the occasional image interruption. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.